Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor needed an MRI because the patient had a stroke, unrelated to device. When the rep attempted to communicate with the ins neither of the two patient programmers (pp) were unable to communicate with the ins. The MRI facility wished to confirm that the ins was turned off. At the time of the call the rep did not have the patient's settings to be able to determine if the time since implant would be a reasonable timeframe for ins depletion. Manufacturer technical services reviewed that if a clinician programmer was available it would be good to attempt communication with this device, however the ins was likely depleted as two different pp were unable to communicate with the ins. The current timeline would mean the ins potentially depleted after 1.5 years. Technical services reviewed that if the ins was depleted there would be no confirmation that the ins was off on any programmer and the manufacturer cannot give approval to proceed with the MRI. It was unknown at the time of the call if the patient had been feeling stimulation or not. No symptoms related to the ins were reported. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.